Manufacturer narrative:
Sections with additional information as of 22-mar-2021: d8: answered no. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. (Empty boxes/carton) product was not returned. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause - mlc-020 users test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call on 25-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Health-aid is calling on behalf of the customer. The customer is concerned with test results from results obtained of 288, 391, 347, 341 and 358 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-187 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).